Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred and no trace of moisture damage found on the electronic/motor assembly. The device also had a cracked case at the display window corners, cracked reservoir tube lip, scratched on display window, missing end cap sticker and address/serial label peeling. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer and her foster mother reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 78 mg/dl; she had a snack to treat. The customer explained that the insulin pump fell out of her pocket into a bucket of water while she was cleaning the house. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.